Event description:
It was reported that the pneumatic hose of the device was oily. This was discovered during testing at the manufacturer. There was no patient involvement and no adverse consequences alleged with this event.